Event description:
The tip of the lumen finder was reported to have detached from the stem of the lumen finder during use. The tip was able to be retrieved and no injuries or medical intervention was required.